Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.  Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time.  Reason for reoperation:  capsular contracture, baker grade iii.

Event description:
Patient reported "when they stand, the implant goes pointed and I have to massage it to where it goes back to normal" and right side exchange with no complaint against the device. Patient later reported left side capsular contracture baker grade iii and a "visible bubble" with confirmation with healthcare professional. Device remains implanted.